Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by tandem technical support to perform a system check, but no issues were identified. Reportedly, the customer will replace pump supplies and resume insulin therapy.